Event description:
It was reported that an external filter blood leak occurred during an extended cvvh dialysis treatment. The leak was reported to have occurred 30 minutes into the treatment, resulting in an estimated blood loss of 235cc. No medical intervention was required.

Manufacturer narrative:
The cartridge was discarded prior to notifying nxstage of the event. The investigation is still ongoing and a follow up report will be submitted upon completion.